Event description:
Reporter indicated that patient was experiencing painful stimulation in her throat, difficulty breathing, and a migration of her pulse generator. Follow-up with the patient's treating physician revealed that he believed that the migrating generator was pulling on the lead, causing the other adverse events. Patient subsequently had her pulse generator and lead removed due to these adverse events. No reimplant is planned at this time. Explanted generator and lead were subsequently returned to manufacturer for product analysis; however, that analysis is not yet complete. Follow-up with the explanting physician revealed that it was believed the migration was due to the original placement of the generator and the amount of fat at the generator suture location.